Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inventory was showing as zero on reports even though the medications were already loaded. A technical support specialist found that the 3b medical-surgical station encountered a manual recovery required error because it had been offline for more than 14 days. The extended downtime caused the station to fall out of synchronization with the server, which led to cascading retry errors. Knowledge article titled manual recovery required - data sync invalid upload change tracking value was applied to manually recover the station and restore proper synchronization. After the recovery steps were completed, the station¿s data synchronization logs showed successful processing, confirming that backend synchronization had been reestablished and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system inventory was showing as zero on reports even though the medications were already loaded. User reported that it might cause safety issue to patient. However, there were no delays or adverse events or injuries reported based on this event.